Event description:
7fr 70 cm flexor sheath broke during the procedure. The 7fr 70 cm was inserted into the rca [right coronary artery]. After the sheath broke, md exchanged the broken sheath for a new 7 fr 70 cm flexor sheath with no issues in the rfa (sic) [rca].